Event description:
Pt made a gasping noise, became unresponsive, respirations labored, and blood was noted on clothing and chair. Proceeded to place pt in the trendelenburg position. Venous line separation from catheter noted. Line was reattached and 500 mls of normal saline was infused rapidly. No response; weak pulse. CPR initiated and continued until emergency services arrived. Pt transported to hosp emergency room via ambulance where they later expired.